Event description:
The customer called with a complaint that when pt turns on the meter it shows three lines, and that when pt puts blood on the test strip nothing happens. During the trouble shooting process, it was learned that the customer was using the wrong technique. However, the meter may also have a display problem with missing segments. A request was made to return the meter for eval. In the meantime, a replacement unit was provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.